Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the reported sys error 322 which was reproduced while attempting to run a loaded set. Eval found the cause to be failed lower auxiliary which was replaced. It was reported that a spectrum pump displayed sys error 322. It was also reported there was no pt involvement.

Event description:
It was reported that a spectrum pump displayed sys error 322. It was also reported there was no pt involvement.